Event description:
It was initially reported that the lens was damaged and could not be used. Through follow-up we learned that one haptic was bent on the preloaded intraocular lens (iol). The issue happened during preparation and the iol was not used in the procedure. Account provided that there was no patient contact with the device. The iol was replaced with a new lens of the same model and diopter. Everything was fine. The original device has been discarded. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - event date: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation because the device was discarded by the customer. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.